Event description:
It was reported that atrial tachycardia episodes were captured when the patient was in normal sinus rhythm. The implantable cardiac monitor was reprogrammed to a lower sensitivity and remains implanted. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.